Event description:
Olympus reviewed the following literature titled "performance of radial endobronchial ultrasound for peripheral pulmonary lesions without automation technology in tuberculous endemic region: real-world experience in a single institution over 6 years." This is a retrospective chart review of all adult patients undergoing radial endobronchial ultrasound (rebus)-guided transbronchial biopsy for peripheral pulmonary lesions (ppl) in our institution over 6 years duration (october 2016 to december 2022). Various flexible conventional (bf-h190), thin bronchoscopes (bf-mp190-f), radial ebus probes (k-201) and an endobronchial balloon (b5-2c) were used for the procedures. During the study period, a total of 558 procedures were performed. Seven cases were excluded due to the presence of visible endobronchial lesions during initial scouting bronchoscopy. The final number of procedures available for analysis was 551. Pneumothoraxes: 1.1% - requiring percutaneous drainage mild bleeding: 22.1% moderate bleeding: 5.3%

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The author was not reachable to obtain any further information. The investigation is ongoing, and this report will be supplemented when new and relevant information becomes available later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.